Event description:
Procedure performed: unknown. Event description: during procedure trocar was inserted in the patient and being used for laparoscopic surgery. A piece of the trocar that was inside of the patient broke off while in use. The trocar was removed from the patient and a replacement was inserted. Additional information provided by hospital representative via email on 21aug2025: the part that broken was the very tip of the trocar that was inside the patient. Patient status: no patient injury indicated.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: unknown. Event description: during procedure trocar was inserted in the patient and being used for laparoscopic surgery. A piece of the trocar that was inside of the patient broke off while in use. The trocar was removed from the patient and a replacement was inserted. Additional information provided by hospital representative via email on 21aug2025): the part that broken was the very tip of the trocar that was inside the patient. Intervention: the trocar was removed from the patient and a replacement was inserted. Patient status: no patient injury indicated.